Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der received. Patient was revised to address instability. Update rec'd 11/15/2016: medical records received. After review of the medical records for MDR reportability, the patient was also experiencing pain. The tibial tray is being added to the complaint as it was also revised on (B)(6) 2016. All implants are now being reported for the pain. The cement manufacturer is unknown at this time. This complaint was updated on: 12/7/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the reported product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.